Manufacturer narrative:
Therefore, a history record review could not be conducted.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that one cassettes, placed 44 hours ago, continues to alarm no disposable and beeping on both pumps. No further details provided. No patient injury reported.